Event description:
On (B)(6) 2013, a reporter contacted lifescan USA alleging that there were black marks on the display screen of their device. This complaint is being reported because it was not resolved at the time of troubleshooting. There is no evidence to suggest that this complaint caused or contributed to an adverse event.

Manufacturer narrative:
The products involved with this complaint have not been returned to life scan at the time of this report. If the products involved are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ (10/04/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/29/2013 and 9/27/2013, respectively, with the following findings:the meter involved with this complaint passed testing. The reported issue could not reproduced; however, the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.